Event description:
The complainant reported that impella cp smartassist heart pump was unable to be implanted on 82-year-old female patient due to anatomy. There was no reported patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, evaluation of the device was not possible. Based on the provided information, the noted issue was attributed to the patient's anatomy. Should any new information be acquired, a supplemental MDR will be filed.